Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7031582.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned as the devices were kept by the medical facility. The patient was doing well postoperatively.